Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, one of the needles was retained after it broke off. It was decided that after unsuccessful retrieval this will remain insitu. The report stated that were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4- the actual product associated with this event is not known. The international affiliate reports the following possible products: product code: w9927 vicryl rapide suture, lot: unknown, mfg date: unknown, exp date: unknown product code: w8557 prolene suture, lot: unknown, mfg date: unknown, exp date: unknown d4: full UDI currently unavailable since the exact lot/product of the suspected device cannot be determined. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The event stated the ¿one of the needles was retained after it broke off¿. It is not clear how many devices experienced the needle breaking off the suture. Please clarify: did the needle break off the prolene suture? Did the needle break off the vicryl rapide suture? Did the needle break off both the prolene and vicryl rapide sutures? Please clarify what is meant by one of needles broke off/the issue with the device? Did the needle break? Did the needle pull off the suture? Did the suture break? Lot number of the prolene suture? Lot number of the vicryl rapide suture? Name of the procedure? What tissue was being sutured when the event occurred? Were x-rays performed to localize the needle fragment? If yes, was the needle/needle piece seen on x-ray? Location? What was the size of the needle used? What was the size of the broken needle fragment, if applicable? Was more than half the needle retained in the patient? Were the needle/needle piece(s) retrieved during the same procedure? Does the piece/device remain retained in the patient's tissue? If the piece(s) were retained, where are they located/in what structure? If retained, were there any patient consequences? If retained, are there plans for removal of any remaining fragments? Will product be returned? If so, please provide the return date and tracking information.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/3/2025 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: the event stated the ¿one of the needles was retained after it broke off¿. It is not clear how many devices experienced the needle breaking off the suture. Please clarify: did the needle break off the prolene suture? Did the needle break off the vicryl rapide suture? Did the needle break off both the prolene and vicryl rapide sutures? Please clarify what is meant by one of needles broke off/the issue with the device? Did the needle break? Did the needle pull off the suture? Did the suture break? Lot number of the prolene suture? Lot number of the vicryl rapide suture? Name of the procedure? What tissue was being sutured when the event occurred? Were x-rays performed to localize the needle fragment? If yes, was the needle/needle piece seen on x-ray? Location? What was the size of the needle used? What was the size of the broken needle fragment, if applicable? Was more than half the needle retained in the patient? Were the needle/needle piece(s) retrieved during the same procedure? Does the piece/device remain retained in the patient's tissue? If the piece(s) were retained, where are they located/in what structure? If retained, were there any patient consequences? If retained, are there plans for removal of any remaining fragments? Will product be returned? If so, please provide the return date and tracking information. I have spoken to the customer and because this product fault was a few years ago there is no further information to give on this occasion.